Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative (rep) went to the site to test the system. Upon checkout, rep found that the door sidewall were not completely closed, and door would not complete the close function when pendant button pressed. Door would open fully, but was slower than usual in operation. Rotor was slightly misaligned, and rep manually moved it to insert alignment pin. Invalidate/ rehemming of motions performed. This restored door functionality. Then rep performed testing to determine if there was rotor encoder slipping, and the rotor functioned to expectations. System returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site stated the gantry looked to be closed but the pendant states it was still open, they are unable to take spins. There was no patient involvement.